Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th, 19th, 20th and 27th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. Kinks were visible on the distal shaft at 11cm and 15cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4).

Event description:
The physician intended to use a 3.0x30 mm resolute integrity drug eluting stent to treat a lesion situated in the proximal and distal cx artery, exhibiting no tortuosity, mild calcification and 95% stenosis. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues and negative prep was performed with no issues. Pre-dilation was made with a 2.5x15 mm balloon at 10 atm, but the 3.0x30 mm stent would not cross the lesion. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. The stent was pulled back. The procedure was completed with two medtronic stents of sizes 3.0x22 mm for the distal, and 3.0x15 mm for the proximal, using an overlap technique. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no injury reported. Stent deformation was identified from analysis of returned device.